Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose was 200 mg/dl. The customer completed a supply change resolving the occlusion alarm. Reportedly, the customer did not see insulin drops coming out the end of the infusion set. System check could not be performed as the occlusion alarm occurred in the past.